Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. ¿ product discolored: unable to observe since it is not related to the device. As per the investigation procedure deformation/creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Patient reported right side capsular contracture, baker grade IV, "hard, painful ,very firm, lifted higher, and scar tissue". Later healthcare professional reported "following an accident, the patient developed grade 4 contracture and implant appeared cloudy and milky." Device has been explanted and replaced.

Event description:
Patient reported "capsular contracture, baker grade IV, "hard, painful ,very firm, lifted higher, and scar tissue". Later healthcare professional reported "following an accident, the patient developed grade 4 contracture and implant appeared cloudy and milky." This record is for the right side. Device has been explanted an replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.